Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional information was requested. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was not implanted because there was a hole in the capsule. Additional information has been requested.